Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2020. H.6. Investigation: a device history review was conducted for lot number 9169531. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device submitted to our facility was subjected to functional testing for rigidity and toughness. The testing results found the needle to be free of any abnormalities or damage, and functioned as expected. Unfortunately, without the ability to observe the reported issue our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: during the process of arm puncture. It was felt that the needle was a little soft when it was disengaged. The needle might be broken so stopped using. Replaced the indwelling needle for infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: during the process of arm puncture. It was felt that the needle was a little soft when it was disengaged. The needle might be broken so stopped using. Replaced the indwelling needle for infusion.